Event description:
It was reported that the device is not powering on. No patient involvement. Found during pm.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. DHR review is not relevant due to the age of the device.